Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure, a white fragment from the harmonic ace instrument fell inside the patient. When the event occurred, the surgeon was performing dissection. The fragment was not retrieved as it could not be found. An x-ray was conducted post-operatively to check for fragments. The surgery was completed robotically, utilizing a backup harmonic ace instrument. Afterwards, it was discovered that the instrument was wobbling. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the instrument to have teflon pad damage. A piece of the teflon pad was broken at the distal end of the pad. There was no material found missing. Correction/upated d4.

Event description:
Refer to h11 for follow-up information.